Manufacturer narrative:
Clinical conclusion: there is no documentation that indicates the liberty cycler caused the patient to develop a left inguinal hernia. Based on the available information, the patient¿s inguinal hernia was a pre-existing and recurrent condition. The patient was utilizing both ambulatory and cycler-assisted pd therapy and subsequently required open hernia repair; however, there have been no reported liberty cycler product deficiency or malfunction causally associated with the patient¿s hernia repair. Hernia is a well-known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. Therefore, a possible contributory relationship to pd therapy exists. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient reported to technical support that the patient was treated for a hernia repair. There were no reported liberty cycler product deficiencies or malfunctions associated with the patient¿s hernia. During follow-up, it was revealed by the patient¿s peritoneal dialysis nurse that the patient had pre-existing left inguinal hernia which was recurrent in nature. It appears the patient was utilizing both ambulatory and cycler -assisted pd therapy (unknown vintage). Subsequently, the patient underwent open left hernia repair and the patient was temporarily transitioned to hemodialysis while the patient healed. The patient resumed pd therapy once the hernia event resolved.